Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a left knee revision where a biomet total knee was implanted on (B)(6) 2003. The reason for the revision is unknown and an invoice could not be found for the initial procedure. A subsequent revision procedure took place on (B)(6) 2015 due to loosening and infection. All components were removed and replaced with competitor products.